Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with moderate tortuosity. The 2.5 x 15 mm xience v stent delivery system (sds) was advanced to the lesion without issue. The stent was deployed successfully at 15 atmospheres (atm); however, a dissection was observed. The dissection was treated with a new xience v stent. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.